Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via manufacturer's representative (rep) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was not receiving pain relief and that it wasn't covering his pain area even after reprogramming. They replaced both leads and tested them in the operating room to get coverage. The issue is resolved. No further complications reported/anticipated.